Event description:
The manufacturer received information from a customer that the active exhalation verification test step had failed on a trilogy ev300 device. The customer placed a service call to the local philips helpdesk. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 device was evaluated by a philips service engineer (se). The device evaluation found proportional valve and three-way (3-way) solenoid valve had caused the active exhalation verification test step to fail on the device. The philips se replaced the device's proportional valve and 3-way solenoid valve to address this issue. After the parts were replaced the parts on the device, the philips se placed the device back into service.